Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the site's handheld computer screen was split and that an sql error message was received after performing a hard reset.